Manufacturer narrative:
On 03-apr-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture was observed in the breast implant during surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear on anterior view less than <0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 500cc gel breast prosthesis ruptured during an unspecified breast surgery. It was reported that the implant was punctured during surgery. There was no reported patient consequence.